Manufacturer narrative:
Pump was received with an unresponsive keypad at the "down" button and "back" button. Unresponsive keypad isolated to the pump casing/keypad. Unable to perform the displacement test and self test due to unresponsive keypad. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that their insulin pump buttons still unresponsive. Customer¿s blood glucose was 12.2 mmol/l at the time of incident. Customer states that there was frequently no or intermittent response by button press, block mode not active max bolus or basal not set to 0.0. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.